Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The hi torque guide wires instructions for use: states that the hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the subclavian artery after multiple non-abbott devices had been used over the balance middleweight universal ii guide wire (bmwuii) and the guide wire had been removed and re-inserted with a central venous line over the bmwuii, during advancing the guide wire without resistance in the subclavian the tip became detached. The device fragment was retrieved using a snare device without reported adverse patient sequela. No additional information was provided. There was no reported clinically significant delay in the procedure. No additional information was provided.